Manufacturer narrative:
An investigation was completed as the issue was resolved through the phone support. The site used a third-part laparoscopic clip applier instrument to remove the defective clip applier. No site support required. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a clip was stuck in the clip applier instrument. The instrument was clipped onto a vein of the inferior vena cava and the surgeon stated that the clip was stuck on the top side of the instrument. The site used another instrument to try to release the instrument, but issue was not resolved. Site used lap clip above to dv clip applier and was finally able to remove davinci clip applier. The surgeon left the clip in the patient and noticed the clip had a deformity. The site confirmed that the rest of the clips looked normal and proceeded with the case. There were no reports of patient injury.